Event description:
It was reported the pt experienced abdominal pain since implant. According to the physician's nurse, the pain may have been attributed to laying on the table during the procedure. The pt will consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.